Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "rupture" against right device. The device remains implanted.

Event description:
Patient reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on posterior side assessed as fold flaw opening. Additional observations: creases were observed. Wear abrasion observed on the surface of the shell. Yellow biological tissue observed inner the device.

Event description:
The device has been explanted.